Event description:
Clinical study. It was reported that 918 days after a coronary artery drug-eluting stenting treatment procedure, the patient presented complaining of chest pain and shortness of breath. One day later, he had an unsuccessful percutaneous transluminal coronary angioplasty (ptca) of the target vessel. The index procedure treated one 12mm long target lesion located in the 2nd obtuse marginal (om2) with 90% stenosis and a 2.5mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of 2.5x16mm taxus express drug-eluting stent, reducing the stenosis to 0%. The patient was discharged 1 day later on protocol doses of asa and ticlid. The patient presented 918 days post-index procedure to an outside hospital complaining of chest pain and shortness of breath. He was admitted and started on lovenox. One day later, the patient was transferred to the study site for diagnostic cardiac catheterization which revealed 100% stenosis of the om1 (later identified as om2 in same catheterization report). Attempted ptca of the vessel was unsuccessful and patient was treated medically. The patient was discharged home 1 day after the attempted ptca. The physician indicated the relationship of the tvr to the study stent was "definitely;" the relationship to the index procedure was "unrelated" and the relationship to the patient's prior co-morbid condition "probably."

Manufacturer narrative:
Device evaluation: the device has not been returned for review, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.